Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2017-00594.

Event description:
It was reported that a closure top backed out and a pedicle screw pulled out of the bone post-operatively. The closure top was on the patient's right side at l2 and the pedicle screw was on the patient's left side at l2. The initial construct contained pedicle screws which were placed bilaterally at levels t11, t12, and l2. L1 was skipped as the procedure was addressing a vertebral body fracture at l1. The screw and closure top were removed and replaced during the revision surgery, and the construct was lengthened to l3 bilaterally. This is report two of two for this event.

Manufacturer narrative:
The screw was not returned but a photo of a pre-revision x-ray was provided and used for evaluation purposes. The screw was confirmed to have pulled out of the vertebral body. The root cause cannot be definitively determined. Possible contributing factors may include additional stress placed on this screw after the closure top loosened from the screw on the opposite side of l2, unusual forces applied to the asymmetric construct on either side of the fractured vertebral body at l1 wherein there were four anchor points above the fractured level but only two anchor points below the fractured level and there were issues with both of the two anchor points below the fractured level, or patient post-operative activities. The device labeling identifies device loosening or migration and revision surgeries as possible adverse effects related to the use of this device and also includes instruction on post-operative patient mobilization and the counseling of patients on post-operative restrictions.